Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid circumflex artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 3.5 x 18 mm zeta stent delivery system (sds) was advanced, but resistance was met with the vessel and the stent dislodged from the balloon and remained on the sds shaft. The stent became stuck with the calcified part of the lesion and could not be advanced or retrieved; therefore, the stent was deployed. It was noted that only 60% of the lesion was covered, and 40% of the stent was deployed in healthy tissue. Post-dilatation was performed, and an additional balloon was used to treat the area of the lesion that was not covered. The patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The reported failure to cross and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.